Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing was detached from the connector since the beginning of (B)(6) 2022. The issue occurred with 3-4 same type of infusion sets used for up to a week due to lack of supplies. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.